Manufacturer narrative:
Concomitant product: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2010, product type lead. (B)(4).

Event description:
The patient reported they had a car accident in (B)(6) 2015. Since march the implantable neurostimulator (ins) was ¿messed up.¿ the patient stated ¿somehow something behind my battery got infected or messed up.¿ the healthcare provider (hcp) was going to move the ins from one spot to another. It was noted the infection wasn¿t confirmed by the hcp, the patient just assumed it might be an infection because he had excruciating pain behind the ins when he turned a certain way in bed. The patient also reported that since march the ins turned on and off by itself; and he felt stimulation intermittently. At the current time the patient was sitting and his ins went on and off by itself. He could be sitting or standing and stimulation would go off, and all of a sudden would go on by itself. The manufacturer¿s representative (rep) reprogrammed it and stimulation goes off; it wasn¿t resolved. The patient wanted to know if the accident could have messed up his ins. He also stated he didn¿t want the hcp to move the ins if the ins had to be replaced. The patient was unaware if the hcp checked the leads; he said they used the clinician programmer and reprogrammed it. The rep. Said it was not leaking. It was noted the last time records show a rep. Met with the patient was on (B)(6) 2013 for a reprogramming session that was successful, and were not aware of any of the patient¿s current issues. Relevant medical history includes spinal pain. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.